Event description:
A copy of the medwatch report from FDA was received, which states, ¿the staff was unable to change the rate on the IV pump channel. No patient harm."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.